Event description:
Drips were turned off on both channels. When an attempt was made to restart the pump it would not come on at all. We notified rental company of the event and have requested an exchange. There was no change in the patient condition.